Event description:
It was reported that about a week prior to the date of this report the patient could feel his pump operating. The patient reported a cyclical flutter as if something was out of balance and 'not working correctly.' No alarms were present. The patient had experienced an increase in tone and spasticity. Reportedly, it was not sensed by the patient but variable and not totally controlled. The patient stated he had a spinal cord injury and 'it is not constant' but had significant relief from the pump and essentially felt it was working. However, there was still concern for the pump cycle and noted 'something funny's going on' and felt it was the pump itself. The patient had felt it from the pump down through into the left testicle. This had occurred infrequently but now was constant. The patient denied any falls or trauma. The patient had an appointment for a refill on (B)(6) 2013. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).